Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient was administered anesthesia, the abutment was removed and the site was debrided. During the same procedure, another manufacturer's abutment was placed. The implanted device remains.